Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. One unit was received for analysis. Visual inspection revealed evidence of a single black particle, approximately 0.08 square mm in size, embedded in the material of the stress member. The particle was not in the fluid path. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This occurred before use after the device was compounded with ceftazidime. No patient involved. No additional information is available.